Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Corrected data: 1 device is not available for evaluation, though it was originally anticipated. There were no remedial actions taken. This device is not labeled for single-use. Device not returned.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device overheated, 2 events had patient involvement with no patient impact, 1 reported event had no known patient involvement or patient impact, 1 reported event had no patient involvement and no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three (3) devices were received for evaluation; three (3) events were confirmed during testing. One (1) device was affected by a corroded rotor assembly. Two (2) devices were affected by damaged rotor bearings. One (1) device is available for evaluation but has not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device overheated. Two (2) events had patient involvement with no patient impact. One (1) reported event had no known patient involvement or patient impact. One (1) reported event had no patient involvement and no patient impact.